Event description:
It was reported that the ilet displayed persistent low glucose based on dexcom cgm input while the patient¿s capillary glucose measured near 100 mg/dl, leading the ilet to suspend insulin delivery and resulting in hyperglycemia up to 480 mg/dl for approximately four hours; the patient was advised on calibration and chose to replace the sensor. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of the reported event and user interview. Investigation of this case revealed an apparent inaccurate cgm measurement leading to inappropriate insulin suspension and subsequent hyperglycemia, with the specific root cause not determined. It was concluded that the event involved hyperglycemia with cause unclear and no reported injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.